Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking, was breached cut, had a white substance, and had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted the lead had apparent explant damage. (B)(4) full lead in segments was returned. There was a lead removal wire located in the distal conductor. No discontinuity was observed. Blood/body fluid was observed on the outer tubing overlay, in/on the helix/lobe mechanism and on the distal conductor. The outer tubing overlay was melted, was breached cut, and had cosmetic environmental stress cracking (esc). Esc breach/breach was also observed on the outer tubing. The defibrillation conductor was distorted and the helix/lobe was distorted/bent. Apparent explant damage was noted. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had decreasing impedance. At extraction, an insulation breach was noted at the suture sleeve. During the rv extraction procedure, the right atrial (ra) lead dislodged. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.